Event description:
Patient was receiving botox injections for spasticity and the needle broke off inside his muscle. Acute care surgery was called to identify the needle via ultrasound and extracted the needle. No retained fragments were identified.